Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that the cartridge was damaged at the cartridge pigtail, interrupting insulin delivery. Customer loaded a new cartridge to address the issue. There was no adverse impact to the customer's blood glucose level.